Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they changed the insulin pump's battery but nothing had happened and it was blank for awhile. They changed it for a third time with a new pack and it finally worked. The customer also reported that they had received a no delivery. The alarm did not occur during the manual prime. The customer's blood glucose level during the incident was unknown. The customer reported that the issue was resolved with a complete change of infusion and reservoir set. It was noted that the customer did not see any damage to the insulin pump. The customer will be sent a battery cap. The device will not be returned for analysis.